Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said they think their ins battery is depleting. Caller said it's turning on and off. Caller said the patient is having cramps and urinating a lot. Caller said sometimes the programmer shows low battery and sometimes it shows the regular screen. Caller said current healthcare professional no longer works with medtronic. Troubleshooting reviewed MRI and product specifications. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the implant had been working fine up until about a month ago when the patient started getting side pain/spasms/abdominal pain and peeing all the time. The caller stated the patient also was no longer "feeling it working" so they checked the implant to see if was on and saw it was showing "low battery." The caller stated a few days after that, the patient began to feel the stimulation again and their leg started twitching like the patient "had turrets." The caller stated that went on for 2-3 days and that normally the patient felt the stimulation in their vaginal area however now the patient had been feeling it in their knee and below. The caller stated that when the twitching was happening the patient's abdominal pain disappeared however then the twitching stopped the pain came back. This happened a few times like this and the caller suspected the implant was "kicking" off and back on. An axonics representative who checked the implant and they weren't able to connect at first however they finally did connect and they saw an icon of a a phone with a doctor image and a code "like 506" which they stated they looked up to see that the code meant the neurostimulator was dead. The caller stated currently the twitching hasn't been happening so they suspected the implant was completely dead and the patient's pain was back. The caller was going to reach out to the patient's managing hcp to review options of removal or replacement and to get an MRI eligibility form for the patient's current system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of the ins turning on and off was not determined. They stated to resolve this issue there was a removal of full device and replaced with an axonics device, and the issue had not yet been resolved. It was unknown if the issue was caused by normal battery depletion, and not sure what the cause was. They stated they are having surgery on (B)(6) 2022 to replace.